Manufacturer narrative:
The unit was returned to the service center and the customer complaint could not be duplicated. The unit was powered up on battery and passed all tests. Ac power was connected and unit was observed to charge. A feed/flush set was connected and unit was started feeding at a rate of 125 ml/h. Allowed unit to feed overnight. Ac power was disconnected. Unit fed for 18.75 hours on battery before powering off due to a depleted battery. Recertification testing was performed and unit passed. Unit was disassembled. Visual inspection found no internal issues. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the unit kept turning off automatically.